Event description:
It was reported that the 9800 system had no image. Also the power switch would not light up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.